Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. The patient received an error 1 sc 5 this morning on her meter when she woke up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.